Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 500 mg/dl. The customer also reported that the pump alarmed no delivery. The customer declined to troubleshoot for the high readings. Troubleshooting was performed. The customer was advised positioning in the motor may have shifted and was also advised to always complete rewind/load reservoir process before connecting back to set. The product will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No unexpected constant tone anomalies were noted. No excessive no delivery or occlusion alarms noted. The insulin pump was received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, missing end cap sticker, stained address, serial number label and cracked reservoir tube lip.